Event description:
It was reported that during a photo-selective vaporization of the prostate, the glass broke at 30,000 joules of use and the end tip started to warp. The procedure was completed using another fiber without patient complications.